Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca) with 95% stenosis and distal rcawith 75-80% stenosis. The physician pre-dilated the lesion with 1.5x12 semi-compliant (sc), 2.0x 15(sc), 3.0x 15(sc) and a 3.5 x15 non-compliant (nc) balloons. A 6fr gzii guide extension catheter was placed across the mid lesion for easier deployment. A 4.50 x 32 synergy drug-eluting stent was advanced for treatment. However, the front end of the stent was getting caught somewhere in the 6fr guide catheter. The physician fluroed and discovered that the stent was getting caught up at the helical collar of the gzii. The stent body was examined and observed that it had some damaged to it because of the collar interaction. The device was removed and the procedure was completed with a different device. There were no patient omplications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was found in the mid to distal stent region with stent struts in the distal region lifted and stent struts in the middle section found to be bunched. Reference photo 01). The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca) with 95% stenosis and distal rcawith 75-80% stenosis. The physician pre-dilated the lesion with 1.5x12 semi-compliant (sc), 2.0x 15(sc), 3.0x 15(sc) and a 3.5 x15 non-compliant (nc) balloons. A guidezilla ii 6fr guide extension catheter was placed across the mid lesion for easier deployment. A 4.50 x 32 synergy drug-eluting stent was advanced for treatment. However, the front end of the stent was getting caught somewhere in the 6fr guide catheter. The physician fluroed and discovered that the stent was getting caught up at the helical collar of the guidezilla ii. The stent body was examined and observed that it had some damaged to it because of the collar interaction. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.